Event description:
As reported via the edwards clinical specialist, a large perforation of the common femoral artery was noted during removal of a 22 fr edwards sheath post procedure. Furthermore it was noted that the vessel was pulled off. The vessel was repaired with a viabahn stent and by sewing a graft. Per the report, percutaneous access was obtained via the left femoral artery. Serial dilatation was completed without difficulty up until the 23f dilator, which advanced with moderate resistance. The patient's blood pressure began to decrease at this point and the physician attempted to place a 22 fr edwards sheath; but was unable to do so. The physician then dilated the artery with a 25 fr dilator which also met resistance. Pressure was supported with fluids and blood. A second 22fr sheath was placed in the artery. Once the sheath was placed, the blood pressure became more stable. At this point, it was felt that the sheath was tamponading a possible perforation in the artery. The procedure continued and patient remained hemodynamically stable post successful deployment of the edwards sapien valve. The implanting physician called for a peripheral interventionalist to assist with the sheath removal. Cross over technique was performed and a peripheral balloon was placed distal to the bifurcation on the procedural side. Upon partial removal of the sheath a large perforation of the cfa was noted. The peripheral balloon was inflated and the sheath/dilator system was re-advanced. A covered stent was placed and repeat angio showed continued perforation with contrast extravasation into the peritoneum. The peripheral balloon was inflated again and vascular surgeon was called. The patient remained stable and options were discussed. The vascular surgeon performed a cut down and exposed the femoral artery. It was found that the artery was pulled off with the sheath and visualization of the bare sheath was seen . Subsequently, the patient underwent an ileo-femoral bypass graft. The proximal anastomosis was tied into the previously placed covered stent as the stent extended from just below the bifurcation proximally and was visible outside of the ruptured femoral artery distally. The graft was sewn into the covered stent and attached to the femoral artery distally. Once the graft was complete, the balloon was deflated. Femoral angiogram showed patent femoral graft with good flow and no signs of perforation. The incision was closed and the patient left the cath lab in stable condition.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure.. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access site diameter of the lfa was noted to be 7.14 mm, which is on the low end of the minimum vessel diameter required for this size sheath. The patient had a focal lesion in the accessed vessel with no vessel tortuosity. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the patient has a history of pvd, and per report there were numerous areas of calcification and focal lesions in the accessed lfa. From review of the reported procedural events, it is likely that the initial perforation occurred with the insertion of the 23f dilator. The occurrence of the artery being pulled off with the sheath was most likely due to the long indwell time of the sheath in the artery. The sheath was tamponading the perforation, ultimately maintaining hemodynamic stability of the patient while decisions and preparations were made to safely repair the vessel. However, the longer indwell time of the sheath could have lead to the vessel adhering to the sheath. The tavr procedure requires the placement of large bore devices, sheaths, and dilators in ileo-femoral vessels and have the potential to result in vascular complications. It is likely that the combination of patient factors, the insertion of a large diameter dilator and sheath, and the prolonged in-dwell time of these devices caused or contributed to the reported vessel damage. No further actions are required at this time.